Event description:
It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging for transseptal puncture (tsp). A pre-existing pe was noted prior to the procedure, yet location and size remains uncertain. A versacross connect (vcc) kit was selected for use and it was advanced with a watchman fxd double curve access sheath (was). The patient had a large right atrium (ra), so there was noted difficulty reaching the septum from the superior vena cava (svc). Multiple drop downs from the svc to the ra were performed but still the septum was unable to be reached. The was exchanged for a new was, and tsp was then able to be performed. It was noted the second was used, was kinked after tsp. A watchman flx pro closure device was inserted and implanted successfully. The patient was stable upon completion. The pe was noted again post deployment of the closure device, but did not appear larger. The procedure was concluded. The physicians ordered an echocardiogram to be performed one (1) hour post index procedure. Hypotension was noted and a ra effusion was noted one (1) hour post index procedure. The patient was brought back to the procedure room where a pericardiocentesis was performed and 400ml of dark fluid removed. Blood pressure improved and the patient was stable. The patient was admitted to the hospital's intensive care unit and is expected to fully recover. The patient was discharged two (2) days after the index procedure.